Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized the intensive care unit (ICU) with a blood glucose (bg) level of 25-26 mg/dl; cause was unknown. The customer experienced a severe hypoglycemic episode which caused them to go into a comatose state. They experienced a diabetic stroke which led to paraplegia in both legs. The bg was treated with intravenous fluids of saline. Reportedly, the customer was released on (B)(6) with the issue resolved and paraplegia in both legs. The customer was admitted to high dependency unit until (B)(6) and then was moved to older persons and rehabilitation ward. They were discharged on (B)(6). No issues were observed with the cartridge, infusion set cannula, infusion set tubing, or the insulin in use at the time of the event.